Manufacturer narrative:
E1 - facility name: (B)(6) hospital. Based on the results of the investigation, it is likely that the following led to the malfunction: the main unit's image capture and camera cable were flooded, resulting in a malfunction, which prevented normal communication and led to the occurrence of the image abnormality. Also, a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the subject device's image did not appear; the image was completely black. The event was identified at the beginning of a therapeutic arthroscopic knee surgery, and it was completed using a similar device. There were no reports of patient harm.